Event description:
The customer reported that his precision xtra meter had spontaneously changed the date and time. He also reports using precision link software. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
There is a known malfunction with the precision link software. Incorrect trending of results can occur when results obtained on a meter set with incorrect date and time are uploaded to a computer. Customers and retailers have informed through adc fa21dec2006 letter.